Event description:
It was reported that an explant had occurred as the patient had lost therapy success and had no stimulation. Upon opening the pocket with the implant, it was noted that the insulation was pulled away from the lead as it entered into the neurostimulator. The blue indicators on the lead were still seated within the device. There were no issues with the neurostimulator reported as it was the lead that lost insulation. The physician chose to reimplant with a new device due to the old device being implanted for one year already. New lead was placed on the other side and a new neurostimulator was placed in the previous pocket. Patient status at time of this report was stated as alive with no injury/no adverse event. There were no patient symptoms related to this event.

Manufacturer narrative:
Product ID, 3889-28 lot# v785931, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received confirmed that patient¿s implantable neurostimulator (ins) had issues with it and it was shorting out. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).